Event description:
Device #1 malfunction: marker lumen blockage. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the perclose proglide device attempted arteriotomy closure of the left femoral artery after an interventional procedure. Reportedly, during device #1 insertion, pulsatile blood flow through the marker lumen could not be attained. The device was repositioned three times and reflushed once, but marker lumen patency could not be verified. It was believed that a clot was blocking the marker lumen port. A second proglide device was used achieving a moderate amount of pulsatile blood flow through the marker lumen. Upon removal of the second device, with the blue rail under tension, a large amount of arterial bleeding continued. The knot pusher was advanced down the blue rail and bleeding continued at the same rate. The suture was removed and manual compression was applied to achieve hemostasis. A portable doppler pulses performed was deemed normal. There were no reported adverse pt effects. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant information. Device #2 proglide, part # 12673-03, lot # 76022-6h, is being filed under a separate manufacturer report number.